Event description:
It was reported that the customer's insulin pump may not have been indicating when it was not delivering insulin. The customer's blood glucose was 268 mg/dl, which was treated for with a syringe. The customer was experiencing the symptom of thirst. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles were found. Insulin did exit the tubing during a manual prime and no leaks were found. The settings and history were correct with no significant findings noted. The customer could not locate a tubing clamp with which to complete troubleshooting. The customer was advised to change the entire set, reservoir and insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.